Event description:
The 2.75x18mm xience alpine stent was implanted; however, when attempting to remove the unspecified guide wire the guide wire was entangled with stent and explanted the stent when removing the guide. Patient was given oral medication. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported device damaged by another device and difficult to remove could not be confirmed, as only the stent was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined; however, the subsequent treatment (medication required) appears to be related to the operational context of the procedure. Device damaged by another device may be attributed to several factors including, but are not limited to, lesion inadequately predilated, lesion selection (not treating the distal lesion first), interaction between accessory devices or previously implanted stents. Factors that can contribute to difficult to remove (guide wire resistance) include, but are not limited to, kinks, bends, procedural technique, anatomical conditions, insufficient support, guiding catheter size selection, interactions with other devices, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that the unspecified guide wire may have become entangled with the stent during implantation and explanted the stent while attempting to remove the guide wire, causing the reported device damaged by another device and difficult to remove, ultimately causing the observed material deformation (stretched, bent, and overlapping struts); however, this cannot be confirmed. The physician decided to use oral medicine to treat the patient. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.